Manufacturer narrative:
Reliability analysis evaluated three sealed reservoirs and three opened/used reservoirs. Inspected the reservoir o-rings stopper groove for anomalies and none were found. Ran basal/bolus leak tests, and no leaks were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir leak and no delivery alarm. Customer's blood glucose level was 9 mmol/l. Customer advised the reservoir leaked at the transfer guard when they pulled the plunger in order to fill the reservoir. Customer advised this was a past event. Troubleshooting for the no delivery alarm was performed. Customer advised the alarm occurred during manual prime. Customer was able to resolve the issue with a reservoir change.